Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to place a stent graft into the distal sfa, the stent had partially deployed when the blue catheter behind the hub broke. The doctor was removing the catheter with forceps, but the stent and the last 3 to 4 inches of the catheter remained partially in the sheath, inside the pt. The sheath was removed and the catheter and the stent were removed with the sheath. There was no reported injury to the pt. The procedure was completed with two add'l stent grafts. It was also reported that prior to use, the physician predilated with a 4x10 balloon and flushed well prior to proceeding. The path was somewhat tortuous with moderate calcification and there were the curves from the right to the left over the bifurcation, to the left sfa.